Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. She tested back to back on the subject meter and observed values of ¿26mg/dl and 217mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with an unknown type of insulin through pump therapy and she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed that a couple of hours later, she developed symptoms of ¿headache and sweating¿ and self-treated her symptoms with food/drink at an unknown time. The patient reported testing on another meter (onetouch ultramini) at an unknown time and obtaining a reading of ¿220mg/dl.¿ at the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the initial reading reported on the lfs meter. However, this complaint is being reported because the meter did not meet lfs criteria for precision.